Manufacturer narrative:
It was reported that surgeon does not consider this to be a product complaint.

Event description:
It was reported that patient underwent a revision surgery of hip arthroplasty due to repeated dislocation.